Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned without the distal end of the proximal electrode's branch. Visual inspection was performed on insulation, and no insulation breach in-vivo was observed. Electrical continuity test was performed using destructive analysis, there was no conductor fracture in-vivo was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for undefined high pacing impedance. The rv lead also exhibited low r-waves and no capture. A fracture of the rv lead was confirmed via x-ray. It as noted the connection between the lead and the epicardial button was broken, and the cause of the fracture was believed to be twiddler¿s syndrome. The rv lead was initially reprogrammed, and three days later the lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.